Event description:
It was reported that the patient who is part of a (B)(4) study for "painfree protecta", came into the clinic for post operative check. It was noted that the device was not sensing correctly. An x-ray showed that the atrial lead was dislodged. The lead was repositioned, but was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.